Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device is in the process of being returned to sorin. Histopathological evaluation will be conducted upon receipt of device.

Event description:
The manufacturer was notified on 15 oct 2014 that mitroflow valve (lxa, size21) was explanted after 3.9 years.